Event description:
The customer reports a falsely elevated architect ca 19-9xr assay result on one patient sample tested as part of a health screening panel. Initial flagged results of "greater than 1200 u/ml" were generated four times. The customer retested the sample the following day by the auto-dilution mode of the analyzer (1:10 dilution) and generated a result of 885.54 u/ml. This patient's previous result was 13.6 u/ml. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
The customer had the patient sample diluted with the following results: dilution final result (u/ml) 2x 1237.78, 4x 1033.16, 8x 760.96, 16x 660.64. The sample was also tested by the neuraminidase procedure and demonstrated a significant decrease in value (the customer did not provide these results). The customer determined that the results from these tests were due to sample integrity issues and manipulations during testing and had no further issues. The product evaluation began with accuracy testing using in house retained reagents of lot 14135m500 (list 02k91-35). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.